Event description:
Caller states patient tested >8.0 inr on the coaguchek xs system while a comparison lab returned as 5.4 inr. No actions taken based on device result. No adverse event reported. Requested return of suspect system, and replacement was sent.

Event description:
It was reported that during a procedure the circulating rn could not maintain a good pneumo to allow her case to continue because the trocars and sleeves were leaking. She did however complete the case laparoscopic by using a different device. There were no patient consequences.